Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "capsular contraction baker grade unknown".

Event description:
Patient reported "capsular contraction baker grade unknown" against right device. The device remains implanted.

Event description:
Healthcare professional confirmed right side capsular contracture did not occur. Device has been explanted.